Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be udpated.

Event description:
Boston scientific received information that during a follow up visit this right ventricular (rv) lead had loss of capture. The r wave had also shown a reduction since implant. The patient was experiencing phrenic nerve stimulation. A revision procedure will be performed to reposition this lead. No additional adverse patient effects were reported.